Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and a numbing agent (name of drug unknown by reporter) via an implanted pump. The patient¿s medical history included pain that started on (B)(6) 2000, due to a garbage truck hitting him and the patient was disabled. The indication for pump use was intractable spasticity. On (B)(6) 2018, the patient was calling for physician listings. He reported that he was having trouble with his pump. A dye study was done (patient was unsure but thought it was 2016) and they ¿couldn¿t see the port or if something was pulled out¿ because the ¿television screen could not show it¿. The patient was told they would need to do an exploratory surgery, but he got scared and had been dealing with pain for many years. He was taking oral medication (vicodin and methadone) and he was not getting relief. He was on a lot of medication and didn¿t feel that he should be on all the medication and he wanted someone to fix his pump. Per the patient, he had an MRI done 4 months ago to check his back injury. At that time, his pump was checked by a company representative after the MRI and he asked her why he was not getting relief. The company representative told him she didn¿t know. He spoke to his current doctor and another doctor but needed new care or recommendations. He didn¿t trust his current managing physician and he didn¿t want his current managing physician to know that he had called in and he stated that they didn¿t give recommendations. The patient was going to be seeing his current managing physician next week. Per the patient, the pump was on a very low dose and he got refilled every 2 years. His next refill was in (B)(6). His first pump was refilled every 3 months but that was changed after the new pump and catheter were implanted. The patient stated that he didn¿t have a computer, was disabled, and didn¿t have a cellphone; he had no one except his pets. No further complications have been reported as a result of this event.